Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
Patient present with pain, after examination we observe infection in the area, implant removed, area cleaned and bone grafted. Tooth site # 35.

Manufacturer narrative:
This report is being submitted to report corrected information to .the corrected information is that the reported item has not been returned to the manufacturer. The following sections are being reported: d9: device availability; h2: if follow-up, what type; h10: additional narratives/data h3 other text : summary investigation.

Event description:
No additional or corrected information to report.